Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 04/27/2017 to report dark battery fluid leaking from the battery compartment of her purely yours breast pump during the week of (B)(6) 2017. Customer had installed 6 aa batteries in the pump base in (B)(6) 2017, months before the event. She rarely pumped with only battery power, however she did use the ac adapter concurrently with batteries in the battery compartment until the week of (B)(6) 2017 when the ac adapter stopped functioning. The customer states the pump started "slowing down" in function the week of (B)(6) 2017. She heard a sound like flowing liquid and looked inside the battery compartment and found the fluid. She reports no contact with the fluid and did not get burned or injured in this event. Customer was overnight shipped a replacement purely yours pump base.